Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored ventricular episodes due to noise on the right atrial (ra) lead channel. It was noted that the noise was related to a surgery that was taking place at that time and a magnet had been applied. Lead diagnostics were stable. No adverse patient effects were reported. Currently, this crt-d remains in service.